Event description:
It was reported that the pacemaker exhibited far r-wave over-sensing. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.